Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side possible rupture. Patient reported "tenderness on the sides, nipples are sore, body aches that travel all over, throat and eyes burning." Patient speculates inflammation is causing some symptoms. Device remains implanted.